Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least eight applications were performed with balloon catheter, 2af284 with lot number 39918, without any issue on the date of the event. In conclusion, a clinical issue was encountered during the case. There is no indication of relation of adverse event to the performance/ malfunction of the product. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred and the case was aborted with the patient under general anesthesia. The pnp recovered and the patient was discharged from the hospital on the anticipated date. No further patient complications have been reported as a result of this event.